Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and repliform were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and the patient experienced pain, frequent recurrences of urinary incontinence, severe abdominal pain, and dyspareunia. No additional information was provided. (B)(4).